Event description:
It was reported that the c-arm was drifting and not staying in place. No injury reported. A field engineer was dispatched to the site and determined that the c-arm travelled up automatically and the footswitch needed to be replaced. Once this was completed, the system was working as intended.